Manufacturer narrative:
(B)(4).

Event description:
It was reported review of the device memory revealed ventricular fibrillation episodes that were all treated with shock. The patient was hospitalized in another hospital. Undersensing beats were observed during ventricular fibrillation detection due to the nature of the senseability algorithm. Varied r-wave sensing amplitude on the lead was detected. Programing changes were recommended. The physician decided not to take any action for the time being. The patient will be reviewed in-clinic soon. No further information is available.